Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes had issues with not filling properly

Manufacturer narrative:
The awareness date / date received by manufacturer updated: 04/07/2017.